Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that scale marking issues occurred before issue with a bd syringe luer-lok¿ tip. The following information was provided by the initial reporter, "syringe markings not on syringe."

Event description:
It was reported that scale marking issues occurred before issue with a bd syringe luer-lok¿ tip. The following information was provided by the initial reporter, "syringe markings not on syringe."

Manufacturer narrative:
H.6. Investigation summary : two photos were received and evaluated. One photo displayed the top view of a blister pack from batch 9170908 (p/n 302995). One photo displayed the bottom view of a blister pack containing a 10ml syringe. It was observed there was no print on the syringe, which was rejectable per product specification. Potential root cause for the missing print defect is associated with equipment failure. The component that engages the marker assembly was malfunctioning. The component was replaced, and a requalification was performed per procedure on 7/5/2019. It is possible some syringes were able to escape detection. No corrective actions are necessary based on the defective rate identified. A device history review was conducted for lot number 9170908. Batch 9170908 is considered in compliance with our product specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.